Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where the customer reported that the blue clave additive port snapped off from burette automatically. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Manufacturer narrative:
Three pictures were returned. Two pictures were showing two burette sets where the blue clave additive port did not appear to be on either of the sets. The other showed a closer look at a blue clave that was partially separated from the burette. The semi-rigid male adaptor of the clave was beginning to break. The deformation on the area was at a slight angle, typical of a bend break. The complaint of blue clave additive port snapping off can be confirmed based on the returned images. The probable cause of the damage is due to unintentional bending forces applied during use. A lot of history review could not be conducted because no lot number(s) was/were identified.